Event description:
A software bug was reported with suspect device where liquid from the diluent is not pulled, instead the liquid is pulled from the wash buffer #2 solution. Wash buffer #2 solution contains a high amount of ethanol and therefore acts as an inhibitor and could potentially cause false negative results. There have been no reports of harm to pts reported.